Event description:
An altitude alarm was reported on a pump, which was caused by obstruction of the speaker holes. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to remove the obstruction, clean the speaker holes, and perform a series of steps to reconnect the cartridge and resume insulin delivery. After following these steps and waiting a short period, normal pump operation resumed without recurring alarms. Support also provided tips to prevent future altitude alarms, and the customer acknowledged the instructions.